Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this lead was confirmed to be fractured. X-ray revealed the fracture was approximately 20.3 centimeters from the is-1 terminal pin. The fracture appeared to be directly underneath the front groove of the suture sleeve tie-down. Detailed analysis of the fracture site determined the conductor coil was fractured due to fatigue.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this right ventricular (rv) lead was observed to have fractured resulting in high pacing impedances, high pacing thresholds, noise, and inappropriate anti-tachycardia pacing (atp) therapy. The lead was initially questioned following an out of range pacing impedance that was concluded to have been an isolated event as impedances returned to normal and all other diagnostic measurements were within range. Several weeks later the lead exhibited high pacing impedances, high pacing thresholds, noise and oversensing. Upon fluoroscopy it was discovered the lead had fractured just distal of the suture sleeve. The lead was extracted and replaced during a revision procedure. There were no reports of inappropriate shock. The patient was noted to not be pacemaker dependant. No additional adverse patient effects were reported. This lead is no longer in service.